Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer did not complete the necessary steps to remove the air from the cartridge. Tandem technical support educated the customer on proper air removal techniques. There was no adverse impact to the customer's blood glucose level. Customer reloaded the cartridge to resolve the issue.